Manufacturer narrative:
(B)(4). This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of high threshold was confirmed in the laboratory adn was due to poor connection in the header. The device was tested on the bench and using automated test equipment and no anomalies were observed.

Event description:
It was reported that during a lead revision, high threshold was noted. The psa indicated acceptable measurements. Once lv lead was connected to the ICD, the threshold was very high. The lead was reconnected to the psa and the measurements were fine. This device was explanted and replaced.